Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 524 mg/dl. Customer experienced nausea, vomiting, abdominal pain and difficulty in breathing. Customer stated that insulin pump was cracked at back of the insulin pump. Insulin pump will not be returned for analysis.